Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had more frequent imbalance periods with falls. The falls occurred more often within two years after implant when the patient's gait and balance worsened. The patient became nervous the implant was not working so they saw their health care provider (hcp) for reprogramming the current. No cause, diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.